Event description:
The international customer reported the ventilator would not power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Loss of power during normal ventilation mode may be detrimental if in use on a patient. The manufacturers service provider confirmed the reported problem and replaced the power supply to correct the reported problem.